Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of the available records show that tooth 1.6 had a large restoration and it also shows gingivitis around both tooth 2.7 and 1.6. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required tooth extraction and therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction for tooth 2.7, and the date (b3) is based on the timelines reported to align and compared to the patient information. Tooth 1.6 will be extracted on (B)(6) 2025.

Event description:
The treating doctor reported the patient required tooth extraction (2.7). The treating doctor confirmed the patient will require extraction of #1.6. Treating doctor also reported tooth mobility on both teeth, necrosis (tooth 1.6) and pain. Anti-inflammatory medications were prescribed. The patient is still using the aligners.